Event description:
The customer reported that during an ercp procedure for extraction of common bile duct stones, the basket wire broke in the pt. The physician was able to remove the lithotriptor basket with the stone from the pt. The physician then attached a new basket wire to the lithotriptor handle and re-inserted it into the pt. The physician then completed the procedure. The pt was sent to the recovery area and began passing bile. A perforation of the bile duct was then detected by the physician. The pt was rushed to emergency surgery to repair the perforation. The pt was reported in critical condition following the surgery and has since expired. The customer reported that the pt was elderly and was not a good surgical candidate. The cause of death has been attributed to the perforation of the bile duct.